Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1 failed to open and was not detected on the bus. The customer performed a reboot; however, the issue persists and the drawer remained non-functional. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.